Event description:
It was reported that some desaturation (desat) alarms not monitoring on text screen. No desat alarms announced, customer did not see/hear a red level spo2 alarm on the picix. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The customer was expecting to get a red desat alarm for a measurement and found a yellow alarm in the alarm review that they thought should have been a red alarm. A philips remote service engineer (rse) provided trouble shooting by remoting into the pic ix and reviewing the clinical audit trail and clinical settings were reviewed with a philips clinical support engineer (cse). It was noted at 03:36, 04/28/25, a yellow level spo2 alarm sounded 86<90 and another of 83<90 a short time later. Alarms were acknowledged at 0414 hrs. The customer biomed went into configuration mode on the patient monitor(mx500) that is hardwired to the picix network and noted that the high/low spo2 alarm delays were 10 secs/desat delay of 20 secs. And alarm latching for both visual/audible were set to: red only. The rse explained to the customer that with the current spo2 configuration settings, it would take approx. 30 secs before the desat alarm would activate and the yellow level alarms would not latch. A philips clinical specialist reviewed the information and added the following. The default average time is 10 seconds. This means that the displayed value is the average measurement value over the past 10 seconds. Once the value is below the set low spo2 alarm limit, by the configuration the monitor waits for 10 seconds before announcing the alarm. For the desat alarm, the monitor waits for 20 seconds before announcing the alarm. If the patient only dropped the spo2 value (event to a value below the desat limit) but only stayed below the spo2 low limit for 10 seconds, a yellow alarm is generated and not a red because the criteria of 20 seconds was not met. Because yellow alarms are set to not latched, the alarm stopped automatically when the condition was not longer active. It was determined that the device was functioning as configured.